Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted x-ray images revealed no areas of concern or signs of damage to the pump cable wires. No device related issues associated with the pump or pump cable were identified. Review of the submitted log files confirmed the reported driveline communication fault alarms. Evaluation of the returned modular cable identified damage that would have resulted in the reported fault, which was able to be reproduced during evaluation, refer to the modular cable investigation under MFR #: 2916596-2023-04251. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and no further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. D, are currently available. Several sections of the IFU and patient handbook provide information regarding how to care for the driveline. The patient handbook further instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Initial reportable aware date (g3) was 20jun2023. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR # 2916596-2023-04251 and MFR # 2916596-2023-04252 it was reported that the patient was seen in the emergency department for a driveline communication fault alarm. An x-ray was taken of the driveline. A review of the log file revealed a driveline communication fault a event on (B)(6) 2023 from 1156 to 1206. The log indicates that the comm a fault cleared on (B)(6) 2023 at 1206. A review of the provided images confirms damage to the driveline and modular cable. The modular cable and controller were exchanged. After the controller exchange, the patient had 1 low flow alarm during which the patient had elevated mean arterial pressure. This was found in the interrogation of the new controller. The low flow resolved on its own and no patient symptoms have been observed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.